Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 10 months. The event occurred at the (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015. During the admission, the patient underwent vacuum assisted closure (vac) therapy. Unspecified drug therapy was also administered. It was reported that as of (B)(6) 2016, the patient was no longer hospitalized. No additional information was provided.

Manufacturer narrative:
Added conclusion codes. It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.

Manufacturer narrative:
Added conclusion codes. It was noted that the conclusion codes were inadvertently omitted from the initial and supplemental medwatch reports.